Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that on (B)(6) 2014 the parkinson's disease patient¿s dyskinesia on their left side ¿got worse¿ and the patient had a ¿bad mood.¿ the patient went to their healthcare provider (hcp) for programming and ¿the efficiency was food.¿ since (B)(6) 2014 the patient¿s ¿dyskinesia of the left body and tremor of the right body got worse.¿ the patient was again reprogrammed three days after initial report and as of 12 days after initial report ¿the symptoms on the left side had improved a lot, but the right side was not obvious.¿ it was noted the patient ¿still had dyskinesia in the left body and tremor in the right body¿ as of 12 days after initial report. The patient¿s hcp reportedly ¿said the two leads in the left side had impacted the effect on the right body.¿ additional information has been requested; a supplemental report will be filed if additional information is received.